Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported during infusion of sol. Physiological infusion with pulsed maneuver there is evidence of fluid leaking from the insertion point. Later, after evaluation by the PICC team. The catheter is removed and replaced and visually inspected and the catheter body is slotted about 6.5cm from the exit site. No other information was provided.